Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as arteriosclerotic cardiovascular disease. Related to MFR report # 2183959-2014-68234.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(4) 2014 under exemption (B)(4) additionally this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.